Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's infection has cleared.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-14366. It was reported the patient had drg leads implanted as part of a trial which lasted 4 weeks. After the lead was removed, patient found to have developed a cyst in the psoas muscle and was admitted to the hospital. Blood cultures indicated the patient was septic. Intravenous (IV) antibiotics are being administered and infection is resolving.